Event description:
A trilogy evo ventilator was returned a third-party service center for routine preventative maintenance. There was no patient involvement and no allegation of device malfunction. During the evaluation of the device at the third-party service center, a "ventilator service required" code was found in the ventilator's downloaded error log. The ventilator service required error was not duplicated during device testing. The device's proximal inline filter and machine flow sensor were found to be contaminated and were replaced due to contamination as that can be the cause of the ventilator service required alarm that was found in the device error log.